Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that during prep when the stylet was removed, the stent dislodged inside the stylet. The device was not used on the patient. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, and on the hypotube. There was contrast on the balloon, on the distal shaft, on the hypotube and on the hub. The stent implant was dislodged and not returned. The orange protective sheath was returned on the stylet. The balloon was tightly folded. There were crimp marks on the balloon and between the markers. There was no other damage noted to the sds. Pin gauges were used to measure the inner diameter of the returned sheath. Product performance engineering reviewed the incident information and results of the returned product analysis. Analysis of the returned product indicated presence of blood on the balloon, distal shaft and hypotube, in addition to contrast on the balloon, distal shaft and hypotube. These suggest that the product was being prepared for use as reported and may have been handled with a blood glove during/after the prep. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. Analysis of the returned product without the stent implant indicates presence of crimp marks between the markers of the still tightly folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the protective may not have been carefully removed and contributed to the stent dislodgement. The returned protective sheath inner diameter met manufacturing criteria. Ultimately, the cause of the stent dislodgement is unknown, but there is no indication of a quality issue. A review of the lot history record did not reveal any nonconforming material reports that could have contributed to this complaint. This MDR is considered closed by the product performance group.